Manufacturer narrative:
Physio-control further evaluated the customers device and a damaged defibrillation storage capacitor was determined to be the cause of the reported issue. The device was archived by physio-control and the customer was provided a replacement device.

Event description:
While performing preventive maintenance on the customer's device physio-control observed the device fail to charge for defibrillation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While performing preventive maintenance on the customer's device physio-control observed the device fail to charge for defibrillation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.